Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was intermittent. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons weren't working.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The cause for the defective response button switch was a crease in the response button cable. The root cause for the creased cable could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was intermittent. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons weren't working.